Manufacturer narrative:
UDI and if ind/preanda, give protocol # are unknown. Operator of device: patient/consumer. The product was returned for evaluation. There was no physical damage found. The pump was turned on and an error was displayed, possibly due to a defective motor or rotation detection sensor. The root cause of this error could not be determined. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, during the pre-use check, an error message appeared. No patient injury was reported.

Manufacturer narrative:
Other text: d4 (UDI) and g5 are unknown.customer reported that during the pre-use check, an error occurred in the product. All labels were good and intact, there was no physical damage found. The pump was turned on and an error was displayed, possibly due to a defective motor or rotation detection sensor. The root cause of this error could not be determined. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Unable to determine who caused the problem. Replaced the motor or rotation detection sensor. Adjustment of date and time on pump log.

Event description:
It was reported that during the pre-use check, an error occurred in the product. No patient injury was reported.